Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a needle free hemodialysis tego connector that the patient did not aspirate blood through the tego connector. The device was operated by healthcare personnel in a clinical setting. There was patient involvement but no reported harm.